Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided: (B)(6) 2022, sid (B)(6), initial result = 114.00 mmol/l, repeat = 136 mmol/l, repeat on another alinity = 134 mmol/l. Additional laboratory data was provided: potassium = 4.16 mmol/l, albumin = 42.8 g/l, calcium = 2.43 mmol/l, crp was <1.0 mg/l, urea = 6.0 mmol/l, cholesterol2 = 6.31 mmol/l, creatinine = 43.3 umol/l, ultra hdl = 1.31 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent list number did not identify any trends for the issue for the product. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Sample when retested on the same instrument and again on a different instrument generated higher results. Quality control was acceptable, indicating the assay is performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for unknown lot number was identified.